Event description:
The customer reports a cracked freezing bag 500 (7210700504). The bag was not investigated, as it was discarded by the customer. A filled questionnaire was available. Pictures were provided. According to the questionnaire the following investigation and statements could be made: the event was observed during thaw. The customer did use a metal cassette for freezing and for storage. A controlled rate freezer was not used. An overwrap bag was not used. This is recommended. The filling volume was 96,6 ml (55 - 100 ml are recommended). The freezing bag was stored in the vapor phase of ln2. According to the pictures the freezing bag was cracked at the upper edge of the bag. A big label was put onto the freezing bag. According to the description the customer heard an unusual loud cracking noise. The issue is likely caused by physical stress, e.g. Mechanical impact in combination with a wrong user handling. An overwrap bag was not used for freezing. This is a deviation from the recommended freezing procedure. Breakages can be caused by the presence of air bubbles. A typical cause for this pattern of cracks and the fact that the customer heard a loud cracking noise, is the presence of air bubbles. Air should absolutely be avoided in the sealed freezing bags as it will expand during thaw and may cause a bag breakage. Another deviation is the labeling. It is recommended to place an identification tag into the label pocket of the freezing bag. It cannot be excluded, that the big label put onto the freezing bag during freezing affect the product safety during the freezing process. It is important to follow the recommendations for the freezing procedure as the bag material is sensitive when frozen. For the freezing bag 500 batch 7210700504, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process. This is the first case with a bag breakage leading to loss of the patient material for this lot.